Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
The previously reported event of "fluid was removed for testing" is not an adverse event and will be unreported. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reporting "implant exchange from textured to smooth due to the patients concerns with the product" and "fluid was removed for testing for alcl". Device remains implanted. This relates to the right device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.